Event description:
It was reported that during a latohyst procedure, the device's tissue pad separated, but did not fall off the instrument. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.